Manufacturer narrative:
Plant investigation: the plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity. Clinical investigation: there is a temporal relationship between peritoneal dialysis, and the utilization of the liberty select cycler with liberty cycler set and the patient event of peritonitis. However, there is no documentation to show a causal relationship between the adverse event and use of the cycler or cycler set. Additionally, there is no allegation of a device malfunction or deficiency, or cycler set defect reported for this event. The pd cultures resulted in negative growth, ¿unfortunately, pd-fluid cultures do not always yield an organism in patients with clinical findings of peritonitis. The most common cause of culture-negative cases is initiation of antibiotics before cultures are obtained with other causes being infection with fastidious bacterial organisms, acid-fast bacilli (afb), or fungal organisms.¿ it is unknown if the patient received a dose of antibiotics in the emergency room prior to the culture being drawn. Although the cause of the peritonitis event was not determined it was possible that a contamination event occurred. Most cases of peritonitis are caused by touch contamination by the patient with the pd catheter being a source of entry for organisms into the peritoneum.

Event description:
It was reported that this peritoneal dialysis (pd) patient was admitted to the hospital on (B)(6) 2026 due to peritonitis. Additional information was obtained through follow-up with the patient¿s peritoneal dialysis registered nurse (pdrn). The patient went to the hospital on (B)(6) 2026 due to abdominal tenderness. The patient was admitted to the hospital with a diagnosis of peritonitis. Pd cultures were obtained. Antibiotic therapy was initiated with intraperitoneal (ip) ceftazidime 1g for 2 weeks to end on (B)(6) 2026. The culture resulted in negative growth. The event was still classified as peritonitis. The patient was discharged on (B)(6) 2026. The cause of the peritonitis was not determined, however; the pdrn stated the patient was traveling at the time. The patient denies any touch contamination event, but the pdrn stated there could have been contamination due to the travel. The pdrn stated there was no reported cassette leak or any other issue with a fresenius product prior to the peritonitis. The patient continues to complete pd therapy with no issues.